Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check for needle broken due to unknown lot number. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
Unspecified bd syringe 3ml x 25g x 1"   it was reported by the consumer the needle snapped at the attachment point to the needle hub.   Verbatim:   consumer stated needle is broken, appears to be "snapped" at attachment point to needle hub. Consumer gets 4 syringes every 16 weeks from pharmacy for b12 injection. Consumer stated she advised pharmacy of problem and they refused to replace. Consumer disposed of all packaging, unable to provide lot and catalog numbers. Consumer advised she believes syringe is 3ml x 25g x 1"; consumer stated it was not a safety product.